Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as it was not indicated what was the specific date. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 12, 2020 that a lighttrail reusable 600um laser fiber was used in a flexible ureteroscopy (furs) procedure in the kidney performed on an unknown date. According to the complainant, during the procedure, the laser fiber exploded outside the patient. The procedure was completed with the original device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as it was not indicated what was the specific date. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: problem code 1069 captures the reportable event of fiber broke. Problem code 2532 captured the reportable event of misfire. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block b5, e1, h6: additional information.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail reusable 600um laser fiber was used in a flexible ureteroscopy (furs) procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber exploded outside the patient. The laser energy escaped outside the broken part and there was a noise and sparks. The procedure was completed with the original device. There were no patient complications reported as a result of this event.